Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
It was reported to philips that the device is "turning on then switches itself off straight away" there was no reported patient involvement/adverse patient impact.